Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008; mcs-p3-26-aoa-us transcatheter valve implanted: (B)(6) 2015. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). High right ventricular (rv) threshold was also noted. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.